Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, the device was found unable to be interrogated and without pacing. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of no low voltage (lv) output and failure to interrogate could not be confirmed. No anomalies upon visual inspection of the header was noted. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, including output measurements indicated normal device functionality. Device is able to interrogate normally. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.